Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted myopotential oversensing, noise, and low r-wave amplitude measurements. Testing of the system was able to reproduce myopotentials. The s-ICD remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted myopotential oversensing, noise, and low r-wave amplitude measurements. Testing of the system was able to reproduce myopotentials. The s-ICD remains in service and there were no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The explanted system remains with the patient and no consent was given.